Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified vessel. After a guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.